Manufacturer narrative:
Batch review performed on 27 july 2020: lot 189834: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involvde in the event: reverse shoulder system 04.01.0003 std humeral diaphysis - cementless - 8 lot. 1903913 (k170452). Batch review performed on 31 july 2020: lot 1903913: (B)(4) items manufactured and released on 30-jul-2019. Expiration date: 2024-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0° lot. 1908178 (k170452). Batch review performed on 27 july 2020: lot 1908178: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner, diaphysis, and metaphysis almost 2 months after primary. The surgery was completed successfully.